Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) with balloon dilation procedure performed on (B)(6) 2021. During the procedure, it was noted that while being inflated to almost 15 atm, the balloon popped. Additionally, water was leaking in 3 separate areas along the longitudinal line. The procedure was completed with another cre fixed wire dilation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.